Event description:
Ous MDR - this lv lead was explanted and replaced due to noise and impedance issues. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approx. 44 cm and 44.5 cm distal to the is4 connector pin the conductor coils were found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the clinical observation resulted from a lead damage. The ICD was fully functional. There was no indication of an ICD malfunction. The analysis did not reveal any sign of a material or manufacturing problem of these devices.